Event description:
Consumer called to really likes her pink meter, but has had accuracy issues with it the last few days. Readings are erratic. Analysis run on clark error grid using mean avg. Readings (50) as ref. Point vs. Bd readings (23,37,90) yielded data points in the d range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting prod return to conduct quality investigation.